Manufacturer narrative:
Exact date unknown, event occurred a year after it was implanted.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempts. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.